Event description:
Staff discovered that products shipped by boston scientific in boxes with a "use before" date contained items with various use before dates. Example a box labeled microvasive button replacement gastrostomy device has use by date of 2012/08. Inside the box, the right angle decompression tube has a use before 2013/07 date; the microvasive button replacement gastrostomy device has a use by date of 2012/09. This would lead to a disposal of this box by 20/12/2008, however, some of the items would not be expired. Another example is a box labeled endovive safety peg kit with a use before date of 2013/04. Inside, the product is labeled with a use by date of 2014/01. The lidocaine hci by hospira packaged inside this box has an expiration date of may 01, 2013. This is before the expiration of the outer box. While we are not aware of any harm to pts, we feel that there is a potential for harm.